Event description:
Complaint was received in a batch report from the distributor ((B)(4)) on (B)(6) 2013. Caller alleges false negative hcg results. Details as follows: representative states that the customer received a false negative result. Test was backed up with positive beta hcg results. No pt info was provided.

Manufacturer narrative:
As the product was expired, no investigation was taken. Complaint was received five years after the product was expired. No info on date of occurrence or details of the incident were provided. Unable to pursue further investigation. Unable to determine the root cause. Corrective action not required at this time.